Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the resection electrode loop had the distal end of the electrode (loop type) of the two devices were bent in the same way. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation, updates to fields d8, d9, h4, and corrections to fields d4 serial number and d7a. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the deformation was possibly caused by an external overload. The event can be detected by following the instructions for use which state: 5 preparation. 5.2 inspection. General inspection. ¿ check that the product has: - no dents, cracks, bending, or deformations. - no cuts and other defects on the insulation of the cable, hf-resection electrode and working element. - no scratches. - no corrosion. - no missing or loose parts. ¿ check all markings on the product for clear visibility. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.